Event description:
Four endeavor sprint rapid exchange (rx) drug eluting stents were implanted, one in the mid rca, two in the distal rca and one in the mid lad. At 1 month, 6 month and 12 month follow-up's, pt was asymptomatic/free of symptoms. It is reported that the pt presented to hospital approx 17 months post index procedure with a lower gastrointestinal (gi) bleed. Pt was admitted after 3 dark bowel movements and started on protonix gtt. After 80 mg bolus, egd showed gastropathy and duodenitis with ulcers. Pt was kept in hospital for observation and medication was adjusted. It is reported that the pt recovered with treatment. Investigator indicated that there was no relationship to the study device. Reference MFR#s 2953200-2010-01978, 2953200-2010-01980, 2953200-2010-01981.

Manufacturer narrative:
(B)(4). Eval: results: (gi bleed).

Event description:
Approximately 34 months post index procedure the patient suffered another gi bleed. It was not assessed if the event was related to the study device.

Manufacturer narrative:
Results: inherent risk of procedure - (haemorrhage). Conclusions: inherent risk of procedure - (haemorrhage). (B)(4).